Manufacturer narrative:
The reported complaint of the "the autopulse platform (sn (B)(4)) displayed fault code 29 (loss of brake connectivity)" was confirmed based on the archive data review but not seen during initial functional test. Upon further testing fault 29 was intermittently confirmed. The root cause for the reported complaint was due to the brake gap being too narrow as a result of normal use of the device. The autopulse platform was manufactured in 2016 and is more than 4 years old. Upon visual inspection, no physical damage was observed. The archive data review showed occurrence of fault code 29 on the reported complaint date. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, noticed that the brake does not clatter, which indicates that the brake gap is too small. The brake gap inspection was performed and verified the brake gap was out of specification. In addition noticed that the screws on the brake were loose. Cleaned and adjusted the brake gap to address the reported complaint. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Following service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During deployment for patient use, the autopulse platform (sn (B)(4)) displayed fault code 29 (loss of brake connectivity). The crew reverted to manual CPR. No further information was provided. No consequences or impact to the patient.